Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the lubricating jelly was missing from the catheter tray.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿contents: 5cc silicone elastomer-coated foley catheter, 16 fr. 2000ml (approx. Vol.) Capacity drainage bag with anti-reflux chamber, sample port, outlet device, durable hook hanger. Lube jelly, povidone iodine (pvi) swabsticks, 10cc prefilled syringe with sterile water (to inflate foley catheter only), walleted powder-free gloves, fenestrated drape, under-buttocks drape, specimen jar, cap and label. Caution: this product contains natural rubber directions for use: visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. Open csr wrap to form sterile field. Place underpad beneath patient, plastic side down. Put on cuffed gloves. Position fenestrated drape on patient. Open lubricant/lubricate catheter. Open pvi swabstick package and insert into large cutout along box shelf. Prepare patient with pvi swabsticks. Proceed with catheterization in usual manner. To inflate catheter, simply insert tip of water-filled syringe gently into valve (do not over-penetrate) and depress plunger. Instill entire amount of sterile water (10cc). Position hanger near the foot of the bed and check tubing frequently to ensure no freestanding urine. To empty bag: remove outlet tube from outlet tube protector. Release clamp and empty bag. After emptying, clamp outlet tube and replace in outlet tube protector." The device was not returned.

Event description:
It was reported that the lubricating jelly was missing from the catheter tray.